Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility the load/release lever of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a barrel fracture at the lever mount and a partially seated back pin were identified, both of which can contribute to the reported event.

Event description:
It was reported that during testing conducted at the user facility the load/release lever of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.